Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to an insulation anomaly. No further information was available.

Event description:
New information received states that the patient presented remotely via merlin.net transmission. It was noted that insulation anomaly was abrasion from lead to can. The patient was stable prior, during and post procedure.